Event description:
Information received by medtronic indicated that the insulin pump alarmed with post reset ram crc alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = black. Customer returned device for an alleged several post-reset ram crc alarm found on (B)(6) 2022. The device passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace/history files using thus. No unexpected post-reset ram crc alarm noted during testing. A review of the downloaded history files reveals on (B)(6) 2022 the pump encountered trace pointers are invalid alarm, history pointers failed. The history pointers are corrupted alarm, post-reset ram crc alarm, and the main arm cannot communicate with the motor arm alarms (12:57 and 12:58), and then at 13:14 a software error detected alarm (filenumber (B)(4)linenumber 5632) alarm was generated. Post-reset ram crc alarm was generated due to ram memory corruption (detailed trace #815605 - bad ram crc) - suspecting the hw. Trace pointers are invalid alarm and history pointers failed. The history pointers are corrupted alarm were generated on the pump startup since ram memory corrupted - suspecting the hw issue. The main arm cannot communicate with the motor arm alarmwas generated since main mcu could not sync with the motor mcu - suspecting the hw. Software error detected alarm (filenumber (B)(4) linenumber (B)(4)) alarm is a software error. The device was cut open for a visual inspection. No evidence of physical damage or moisture damage was found on the electronic assembly (electric board), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, and pillowing keypad overlay. Trace pointers are invalid alarm, history pointers failed. The history pointers are corrupted alarm, post-reset ram crc alarm, and the main arm cannot communicate with the motor arm alarms are confirmed, faults isolated to the hardware. Software error detected alarm is confirmed due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.